Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the core module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a routine service of the equipment, it was found that the output port number one did not provide energy power within range, it was too low. The second output was used to proceed with surgery as that output of energy power was acceptable.